Event description:
It is reported that the patient was revised due to pain and possible loosening of the tibial component.

Manufacturer narrative:
Operative notes for primary and revision surgeries were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Patient height, weight and activity information is unknown. A review of the device history records was performed for the tibial component to confirm completeness and that the lot was manufactured, inspected, and packaged to the specifications at the time of manufacture and no anomalies were observed that would pertain to the stated event. Zimmer package insert states pain and loosening of the prosthetic knee components as potential adverse effects of the surgical procedure. Insufficient data was provided compatibility could not be reviewed. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on february 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.